Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy knob was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on-site at the customer's location. It was determined that the device's power switch was broken. Hence, the device's therapy knob was replaced, and the device was restored to good condition. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a physical damage of the therapy knob. The reported problem was confirmed.